Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi mode due to power-on reset was confirmed in the laboratory. Upon receipt, the device was found in backup vvi mode. The device was tested on the bench and the reset could not be reproduced. The power-on reset was due to a low battery voltage. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the low battery voltage was undetermined.

Event description:
It was reported that a patient presented to the ER after having felt a vibratory alert. The device was found in bvvi mode due to power on reset. Intermittent capture was observed. The device was explanted.